Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the manufacturer's clinical data coordinator, via the device tracking form report received that a lvad to another lvad pump exchange had taken place. No other information is known at this time.